Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. The pump stopped and restarted but the pump continued to alarm. They clamp the tubing, unlock the cassette and check for air in the line. The air was present. The cassette was tapped, and tubing was massaged. They reattached the cassette, unclamped the tubing and restarted the pump. The pump continued to alarm, and they had turned it off. A continuous infusion rate of 1.0 ml/hour had been programmed, with a total reservoir volume of 93.7 ml and given volume of 1.8 ml. The event occurred while in use with patient at patient's home. There was no patient harm/adverse event.